Event description:
The hosp reported that during off-pump open heart surgery, the foot that was placed on the heart to stabilize the vessel caused an abrasion on the heart. The surgeon had to covert to an on-pump procedure. The abrasion required additional suturing. No additional pt complications were reported.